Event description:
It was discovered the unit failed while on a patient, exhibiting uncontrolled flow. There was no patient injury.

Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with maquet on may 22, 2007.